Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: the pump powers with returned battery cap and a dim discolored display. Pump was exercised for 24 hours with no reboot or loss of power duplicated. A battery compartment crack is observed below grip pad. Battery cap able to fully tighten. Battery cap measures within specifications. The pump case was removed, there was no evidence of loose components or moisture inside pump. The black box shows unexplainable power on reset events on (B)(6) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.